Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The device was received in lake zurich (market unit) and its investigation was performed by our local technical team. Upon investigation the reported event for air in line was reproduced at start up and the ocs test failed. As per technical manual the air sensor was replaced. The defective part was sent to brézins (production unit) for further investigation. Part was cross tested with a volumat test bench. Air detection tests were carried out and results were found functional and stable. Therefore the complaint is not confirmed. The root cause of the event remains unknown as it is most likely due to another spare part that can only be analyzed with the associated device. This complaint is not confirmed. The trend is normal and reported risk is lower than estimated risk.

Event description:
Air sensor replaced.